Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes loss of atrial capture and >2500 ohms lead impedance in both unipolar and bipolar polarities.